Event description:
When the physician removed the neuron 070 from its packaging, there was a slight kink was observed just distal to the strain relief portion of the catheter. A new catheter was removed from inventory and the case was completed without any negative events.

Manufacturer narrative:
Device investigation: there is a slight angle in the strain relief at the beginning of the spiral cut section. At the strain relief/proximal shaft interface (5.8 cm from the hub/shaft joint), there is a sharp single axis bend. There is a second single axis bend 48 cm from the hub/shaft joint. A 0.070" mandrel introduced into the hub experiences friction at the angle in the strain relief and cannot be advanced beyond the first single axis bend. The catheter is non-functional. The damage reported is confirmed. This sort of damage is typically seen when the catheter is rapidly and incautiously removed from the packaging. The DHR of this manufacturing lot has been reviewed. The review revealed all that all appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.